Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a crt-d implant procedure, there was a dissection of the coronary sinus noted due to the peelable delivery catheter when attempting to implant the left ventricular (lv) lead. The procedure was abandoned and the lv lead was not implanted. The patient was stable following the procedure with no serious adverse events.